Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that the overdose resolved.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (8 mg/ml at 1.3783 mg/day), clonidine (2200 mcg/ml at 379.03 mcg/day), dilaudid (hydromorphone) (4000 mcg/ml at 1310.8 mcg/day), and clonidine (1100 mcg/ml at 360.47 mcg/day) via an implantable pump for pancreatitis and non-malignant pain. It was reported that  the healthcare provider (hcp) stated that pump was replaced last night after a suspected pocket fill occurred a week or 2 ago. The hcp stated the patient overdosed and was in the emergency room ( ER). It was mentioned that the hcp though the septum was bad and medication leaked out but believed it was a pocket fill. The hcp noted that after pump replacement there was supposed to be 8.5 cc in the pump but 8.2 cc was pulled out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal clonidine 1100 mcg/ml at 360.47 mcg/day and dilaudid 8 mg/ml at 1.3783 mg/day via an implanted pump for pancreatitis and non-malignant pain. The reason for call was during pump replacement last night {refer to manufacturing report # 3004209178-2021-18819 regarding the pump replacement} the hcp "nicked the catheter" with use of cautery so there was a "kink in the catheter" and "it was jeopardized,¿ so the hcp repaired the catheter and cleared the catheter. Patient symptoms were not reported. Additional information was received from the hcp via the rep on (B)(6) 2021 indicated the pump segment was the portion of the catheter that was repaired. It was noted that portion would be returned. It was noted the pump was replaced and the patient was doing fine. The patient's weight was asked but unknown.

Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.